Event description:
A report was received per social media that the patient was experiencing pain and shocking sensations. The patient underwent an explant procedure. No further information could be obtained.